Manufacturer narrative:
Follow-up #1 date of submission 07/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 24 hour test was performed on the pump with no temperature issues. The pump was found to be cool to the touch. There was moisture found inside the pump. There was corrosion found inside the battery compartment and battery cap. The battery compartment was found to be cracked and leaking and the battery cap was damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump felt warm to touch. The patient did not allege any harm or injury because of the alleged issue. The patient is a swimmer and was in a pool on (B)(6) 2012, at 4:00 pm. The patient had reportedly changed the battery cap about 3-4 weeks earlier. The patient indicated that when she attempted to reboot the pump for a cs alarm, she noticed water in the battery compartment. The battery cap was also noted to be rusty but no visible corrosion was observed on the battery or battery compartment. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump felt warm to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.